Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported issue. The se found a damaged oxygen sensor. The oxygen sensor was replaced, which resolved the reported issue.

Event description:
It was reported that a ventilator malfunctioned during testing. The ventilator was not on a patient at the time of the event.